Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d4, d5, e3, h2, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 14-jul-2021 to 14-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system experienced issue with intermittent bio ID issues. A field service engineer replaced the aio, docking board, ssd, and communication sled. He then configured the software and performed a data sync to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device. This report is associated to MFR# 2016493-2023-01152.

Event description:
Customer reported that a bd pyxis anesthesia es system biometric scanner unexpectedly stopped responding during a procedure, preventing user access to medication. Customer did not disclose the nature of the procedure or the length of the delay. Customer confirmed that the undisclosed required medication was retrieved from another station. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system biometric scanner unexpectedly stopped responding during a procedure, preventing user access to medication. Customer did not disclose the nature of the procedure or the length of the delay. Customer confirmed that the undisclosed required medication was retrieved from another station. Patient or user harm was not reported. This event is recorded in complaint number (B)(4) . A technical support specialist evaluated the device's logs and determined that there were no biometric scanner hardware failures. The technical support specialist repaired the application and verified that universal serial bus ports do not have the power management enabled in device manager. The technical support specialist followed knowledge article 000011828-bioid not working in hta nor medapplication to attempt to resolve. The device's biometric scanner was replaced as recorded in complaint number 03687990. A field service engineer confirmed that the customer was able to login and inventory. Customer later added that the biometric scanner continued to enter a sleep state, as reported in complaint number 03706712. The technical support specialist will continue to monitor the device per the customer's request. If additional information becomes available at a later date, a supplemental medical device report will be submitted.

Event description:
Customer reported that a pyxis anesthesia es system biometric scanner unexpectedly stopped responding during a procedure, preventing user access to medication. Customer did not disclose the nature of the procedure or the length of the delay. Customer confirmed that the undisclosed required medication was retrieved from another station. Patient or user harm was not reported.